Event description:
It has been reported to philips that the system did not boot up. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the x-ray computer and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned emergency treatment was performed by the customer and the procedure was completed by using another system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up. Review of the system log file showed the malfunction as the connection to the x-ray pc was lost. Upon troubleshooting, rse found that x-ray was not possible due to the system was not functioning, the live x-rays were not available, and system was not booting up fully. Rse released an onsite work order. The field service engineer (fse) went onsite and found that there was multiple problems with installing a new suite pc software. To resolve this issue, fse replaced the suite pc and x-ray pc, reinstalled the software. The defective suite pc and x-ray pc was returned to philips for analysis. After analysis of x-ray pc confirmed that the failed component was main pcb and analysis of suite pc malfunction couldn't be conclusively determined by supplier¿s part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.